Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed an insulin flow block. The customer's blood glucose reading was 140 mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump alarmed insulin flow blocked during the seat test due to the force sensor zero off set out of specification. Unable to perform the displacement, rewind, basic occlusion, force sensor or occlusion tests due to the unexpected insulin flow blocked alarm. Also, the pump alarmed pump error 63 during the self test and confirmed in the pump history due to a cold solder joint on the keypad assembly. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage, a fading serial number label fading and minor scratches on the lcd window.